Event description:
Reportedly, a ventricular tachycardia (vt) occurred during the night and was not treated by the subject defibrillator. The heart frequency curve revealed a heart rate at 170 bpm and the vt zone was programmed at 140 bpm. Feeling unwell, the patient was hospitalized. The device was interrogated during the vt and the egm of this episode dated (B)(6) 2019 was not found in the device memory. The subject device delivered arrhythmia therapy during the interrogation, which reduced the vt. This episode was recorded in the device memory.